Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had to turn stim up high to get foot stimulation and his pain was only in his feet. X-rays confirmed that the leads were at t11-12 which is where they were initially implanted. The leads never moved, but the patient wanted more stim in his feet and less in his legs. The rep tried reprogramming the device, but they could only get feet stim when the device was turned up and then there was too much stim in the patient's knees/legs. Stim was always more in the legs and knees and the patient wanted it in the calves and feet. The hcp moved the leads down from t11-12 to l1-2 and the patient then had good feet coverage and less leg stim. The issue was resolved. No further complications were reported.